Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set up, the device was broken. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv), received one device. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. A visual inspection showed distal tip damage, the outertube is jolted, and the stopcock is damaged and leaky. No further investigation is required. The reported condition was confirmed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.